Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported the patient had the inflatable penile prosthesis removed due to many local unspecified complications and extrusion. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported extrusion could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of extrusion cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device has been chosen. Risk review and labeling review identified that the adverse event of extrusion is a known risk of the device. The cause of the extrusion was not established by physician, although extrusion is included in the labeling documentation as an adverse event of the implant surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported the patient had this inflatable penile prosthesis removed due to local unspecified complications and extrusion. No further patient complications were reported in relation to this event.